Event description:
The acetabular cup was implanted and revised on the same day and exchanged for the an alternate acetabular cup.

Event description:
It was reported that a revision surgery has been performed to correct implantation of two mismatched (incompatable) devices. The devices originally implanted were a femoral head implanted was color coded grey (48mm) with an acetabular cup color coded blue (54mm). The surgeon reportedly had indented to implant components were both color coded grey. Surgeon noticed the size mismatch on x-ray and confirmed by medical records stickers. The surgeon reportedly recalls visually seeing grey on implant packaging. Date of the event on the notification indicates (B)(6) 2012, but it is unclear if this was the date of implantation or date of the revision.

Manufacturer narrative:
Based on the information supplied, this patient was implanted with mis-matched femoral head (label colour coded grey) and acetabular component (label colour coded blue). The label colour matching of bhr implants is covered within the bhr surgical technique and surgeon training. Label colours on heads and acetabular cups are never to be mixed. Compatible femoral and acetabular components are all the same colour. In this case, mis-match of devices has contributed to the need for revision surgery. The user facility involved in this incident has also reported this event to FDA under their user facility report# (B)(4).